Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir. No air bubbles observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no leak and air bubbles. Also performed a visual inspection and found no physical or cosmetic damage. (B)(4).

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and reservoir leak. The customer blood glucose level was 557 mg/dl at the time of incident. Customer stated the reservoir leak at bottom. Customer stated there was not an air bubble in the reservoir. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be and reservoir will be returned for analysis.